Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Event date - unknown date in (b)64) 2017. Explant date - unknown date in (B)(6) 2017. Report source, foreign ¿ event occurred in the (B)(6).

Event description:
It was reported that the patient underwent an initial oxford knee procedure. Subsequently, the patient was revised to total knee replacement due to a tibial plateau fracture. All components were removed. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. (B)(4). Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.